Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection of the event unit confirmed the complainant¿s experience of seal component separation. The shield, a clear plastic internal component of the seal, was not returned. Based on the condition of the returned unit and the description of the event, it is likely that the reported event was caused by non-axial insertion or removal of an asymmetrical instrument through the trocar. Applied medical¿s instructions for use states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This report represents the initial and final report.

Event description:
Procedure performed: lap cholecystectomy. Event description: this morning [surgeon] operated on a patient & we had an equipment failure. Kii fios ctf 73, lot: 131818, exp: 2020-11-30. The offending item has been retained to allow inspection. Just waiting for the full story from the theatre team and surgeon. Most importantly no harm was caused to the patient. Additional information received from user facility via email on (B)(6) 2018: lot reads: 1311818, exp: 2020-11-30. Additional information received from sales representative by phone on (B)(6) 2018: it looks as though the trocar may have snapped in half. All other additional information is to be received from the customer. Additional information received from user facility via email on (B)(6) 2018: when using port for lap cholecystectomy a part of the seal fell through port into the patient. This was noticed by scrub team and retrieved. No harm to the patient. Kii fios first entry ctf73, lot: 1311818, exp: 30/11/2018. Additional information received from sales representative via email on (B)(6) 2018: it seems the trocar did not snap, I was misinformed by the stores manager. There is no other complaint. Patient status: no harm to the patient.